Event description:
It was reported that a loss of telemetry monitoring occurred for approximately 10 - 20 patient for 10 minutes. No injury or delay in treatment was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once investigation results are available.